Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient with a pacemaker device developed hemothorax during implant procedure. The patient underwent a procedure to address the hemothorax. The device remains in service. No additional adverse patient effects were reported.